Event description:
It was reported that the customer had blood glucose levels of 33 mg/dl. It was also reported that the customer's insulin pump had damage to the reservoir compartment. Customer's blood glucose level at the time was 125 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit received with broken reservoir tube lip. Unit received with cracked case at display window corners and battery tube threads.